Manufacturer narrative:
(B)(4). Perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that on (B)(6) 2020 the codman disposable perforator failed to disengage and injury to the dura mater was observed. Bleeding was confirmed and hemostasis was performed. It took some time to achieve hemostasis. The perforator was changed to another one to complete the procedure. There was a surgical delay of over 30 minutes reported. The patient has recovered.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The perforator was received for evaluation: failure analysis - the perforator unit was inspected using the unaided eye. A disassembled perforator with no "eto" label and heavy organic matter was received. "IFU" testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release; the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.